Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead had dislodged. Diagnostic imaging and visual examination confirmed the lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.